Event description:
Patient fell in home. She went to the ER where she saw dr. He took xrays and after evaluating realized that the cup needed to be revised. Surgery took place 3 weeks later. Intraoperatively the surgeon discovered that the liner was disassociated from the bipolar component. At that point he assess the shell. The shell had a rim fracture. He realized at that point the shell and poly component both needed to be revised. After removing all, he reamed the acetabulum up to a 54 and replaced with an mdm trial liner accessed the total hip for stability. The hip was stable and products were implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding crack/fracture involving a trident 0 deg constrained insert 22d was reported. The event was confirmed. Device evaluation and results: visual inspection of the returned liner indicated that the device is severely fractured with abrasions on the body. These damages are most likely due to the liner loosening from the shell. Dimensional and functional evaluations were not performed as the device is damaged. A review of the provided x-rays and mar by a clinical consultant indicated: ¿¿falling¿ disease is a real problem of elderly patients when they fall as a consequence of the gradual loss of motor control over their neuromuscular system due to a great variety of neuromuscular conditions. [¿] explant materials analysis confirmed the trident polymer insert was loose with respect to the shell, resulting in the observed wear and fracture damages to all components. The cause of the loosening could not be determined. No material or manufacturing defects were observed on the part features examined. The fall as such is a typically patient-related event that is beyond control of anyone except the patient. A traumatic fall of a patient is not a normal condition but a patient-related adverse event causing extreme overload in the device and this represents the root cause of failure in this pi case. There is no evidence for any device related malfunction in the current information neither would this be plausible given the patient fall as initiating event while also supported by the mar findings that showed no materials or manufacturing defects on the devices examined. From the patient-related perspective, there is no specific information. Excessive weight is not normally a root cause for device failure although it may aggravate the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case. As such, root cause of failure is patient-related as a consequence of trauma and this pi case is not device-related.¿ device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a patient fall and subsequent revision surgery. Intraoperatively the surgeon discovered that the liner was fractured and dissociated from the head and there was significant wear on the shell. The shell, liner, and head were all revised. The fall that the patient endured led to the fracture and failure of the implant. The cause of this event is patient related and there is no evidence to suggest that the event is device related.

Event description:
Patient fell in home. She went to the ER where she saw dr. He took xrays and after evaluating realized that the cup needed to be revised. Surgery took place 3 weeks later. Intraoperatively the surgeon discovered that the liner was disassociated from the bipolar component. At that point he access the shell. The shell had a rim fracture. He realized at that point the shell and poly component both needed to be revised. After removing all, he reamed the acetabulum up to a 54 and replaced with an mdm trial liner accessed the total hip for stability. The hip was stable and products were implanted.